Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 18 months ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The fault occurred due to the failure of the o2 mixer valve assembly when the device was in operation. There was no patient or user harm.

Event description:
%O2 is out of range. 21% = 26-27% - alarm "high oxygen " is generated. O2 mixer faulty.